Manufacturer narrative:
The subject device was not returned to omsc. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years was passed since the subject device was manufactured. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, there was the possibility that this phenomenon was attributed to the blowout of the thermal fuse due to the long-term deterioration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the lamp of the subject device did not light. Sorc checked the subject device and found that the lamp of the subject device did not light due to the blowout of the thermal fuse. There was no report of patient injury associated with the event.